Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she she did back to back blood glucose tests and got results of 77 and 302mg/dl. She stated that the tests were done after lunch five minutes apart. She did not have any symptoms. During thoubleshooting she said that she was not sure that she had inserted the test strip completely. She checks the confirmation dot for color change but does not compare it to the color chart. The lifescan rep reviewed testing and qc control techniques with the reporter.